Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred with multiple cartridges. No notable events occurred prior to the altitude alarms. The customer's blood glucose (bg) was 80 mg/dl. Reportedly, the alarm cleared and the pump resumed normal operation.